Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly as the charging cable would not fit properly in the charging port. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.